Event description:
Rptr has pnuemonia, colds, arthritis, fatigue, circulatory problems, gout, muscle pain, shoulder pain, thigh, arm back, toe and knee pain, left breast carcinoma, breathing problems, implant hard, capsular contracture, dry mouth, eyes, night sweats, low grade fevers, depression, memory problems, short temper, water retention, arthritis symptoms, trouble sleeping, fingers/hand swollen, right wrist/shoulder/hip pain, muscle fatigue, left breast tender with spasms, left arm aches from armpit hand, hair loss, coldness/pain in left breast feet, hands, legs, implant malpositioned (it is way up), visible implant wringles/outlines, mental anguish, chest tightness, breast distortion with hardness, breast pain and shoulder pain from breast spasms, difficulty in breathing.